Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that this event occurred at incoming inspection upon opening the shipment. It was further reported that there was no associated procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Lot number updated from unknown to 19051017 and manufacturing/expiry dates updated. Device evaluation: the product has been returned. Investigation results indicate that the damage observed on the package is very likely to have been caused by an excessively large compression force not expected during standard storage and distribution of these products. The quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that this event occurred at incoming inspection upon opening the shipment. It was further reported that there was no associated procedure and there was no delay or adverse consequences as a result of this event.